Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided. The customer took corrective action by administering a correction bolus via the pump. Reportedly, the customer did not push air out of the cartridge. Technical support educated the customer to always ensure any gaps/air bubbles are removed from the cartridge and tubing when they complete the fill tubing step.